Event description:
It was reported to boston scientific corporation that a gold probe was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, it was evident that the top of the gold probe had detached inside the patient. It was unknown how was the tip of the device retrieved from the patient and the procedure was completed using another gold probe. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of detachment of device or device component.

Event description:
It was reported to boston scientific corporation that a gold probe was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, it was evident that the top of the gold probe had detached inside the patient. It was unknown how was the tip of the device retrieved from the patient and the procedure was completed using another gold probe. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of detachment of device or device component. Additional information: e1 initial reporter name updated based on additional information received on 17oct2025. Block h11: investigation results the gold probe was not returned. However, media inspection it was possible to observed that the distal tip is not present, and it had two wires. The reported event was confirmed. Based on the available information, there is not enough evidence to determine whether the issue was induced due to the physician's technique during the procedure or was related to a device malfunction. Therefore, a review and analysis of all available information indicated the most probable cause is cause not established.

Event description:
It was reported to boston scientific corporation that a gold probe was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, it was evident that the top of the gold probe had detached inside the patient. It was unknown how was the tip of the device retrieved from the patient and the procedure was completed using another gold probe. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2: additional information. Block a2: age, a3a, a3b and a4 have been updated. Block h6: imdrf device code a0501 captures the reportable event of detachment of device or device component.